Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the customer allegation "ceramic head was missing (broken)" was likely due to - insulation beak failure, which is a mechanical component problem, but the cause of the insulation beak failure could not be determined. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. The investigation confirmed the customer's allegation which was likely due to component failure of the ceramic tip (insulation beak/ the ceramic tip was broken). Based on the results of the investigation and the information provided, the insulation beak failure is a mechanical component problem, but the cause of the insulation beak failure could not be determined. Therefore, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a ceramic head was missing. The issue occurred during set up. There were no reports of patient harm.